Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between electrode and pebax. The visualization may have been noisy during the procedure. A picture was provided of the catheter where there seemed to be blood at the tip. The procedure was not delayed due to the reported event. The procedure was successfully completed. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 19-jan-2026 observed reddish material inside the pebax and a separation between electrode and pebax. The event was originally considered non-reportable, however, bwi became aware of a separation between electrode and pebax on 19-jan-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 26-dec-2025. Visual inspection and electrical test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax and a separation between electrode and pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or errors were observed on the carto 3 screen. The separation could be related to the issue reported. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical, visualization and foreign material inside the pebax issues reported by the customer were confirmed. The potential cause of the damage on the pebax is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: sleeve (g04115) were selected as related to the customer¿s reported ¿visualization may have been noisy¿ and ¿blood at the tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿visualization may have been noisy¿ and ¿blood at the tip¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a separation between electrode and pebax¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).